Manufacturer narrative:
The customer reported caregivers were lifting a (B)(6) female patient who had fainted, and the sabina ii sit to stand lift remained stuck in high position with the inability to lower the lift. When caregivers tried to remove the patient from the sling, the patient slipped, and the harness went back up allegedly strangling the patient. The nurse intervened to stabilize the patient¿s oxygen. The patient sustained bruising on her body, however, the location of the bruising was not provided. No additional medical intervention was reported. Inspection of the sabina lift by the hillrom technician found that the lift motor could not lift 200 kg from the ground. The lift functioned properly with a 200 kg trolley when the mast was half-way up, going all the way to the top. The lift functioned properly to lower from the top to the bottom. The alleged nonfunctional inability to lower the lift could not be reproduced. Additionally, the instructions for use for the sabina ii (7en155106 rev. 2) state: check the raising, lowering and the base-width adjustment. Check to make sure that the emergency lowering (both electrical and mechanical) works. The lift is stuck in a high position. Check that the emergency stop has not been engaged. Use the selected electrical emergency lowering device to lower the patient onto a firm surface. Use the selected mechanical emergency lowering device to lower the patient onto a firm surface. Check the battery voltage. If the problem remains, please contact hill-rom. If a malfunction were to occur when the patient is being lowered the sabina ii sit to stand lift is equipped with a mechanical emergency lowering device with the intention that it would be used to lower the patient down before removing the patient from the sling. Therefore, it is unlikely the lift being stuck in high position would cause or contribute to a serious injury or death if the reported problem were to recur. However, due to the nature of the temporary, acute event involving the sabina lift and an allegation of strangulation requiring intervention to stabilize the patient's oxygen level, hillrom considers this a reportable serious injury. Should additional relevant information become available, the complaint will be reassessed.

Event description:
He customer reported caregivers were lifting a (B)(6) female patient who had fainted, and the sabina ii sit to stand lift remained stuck in high position with the inability to lower the lift. When caregivers tried to remove the patient from the sling, the patient slipped, and the harness went back up allegedly strangling the patient. The nurse intervened to stabilize the patient¿s oxygen. The patient sustained bruising on her body, however, the location of the bruising was not provided. No additional medical intervention was reported. This report was filed in our complaint handling system as (B)(4).